Event description:
It was reported to covidien on 05/29/2009 that a customer had an issue with gauze. The customer stated that the gauze is fraying inside the patient.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.